Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the ipg was explanted and replaced for an unknown reason. Additional information is pending.

Event description:
Additional information indicates the ipg was replaced due to being inoperable. Surgical intervention addressed the issue.